Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) and informed the event. Troubleshooting was performed and the technical assistant support suggested to swap the scope, and the issue was resolved. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had black image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: h2, h4, h6, h11. The device was not returned to olympus for inspection, and the reported failure was confirmed via information from technical assistance support (tac). The device will not be returned to olympus for evaluation. A root cause could not be identified. Based on the results of the investigation, the olympus keyboard was incorrectly connected to a provation computer instead of the video processor. The customer contacted olympus technical assistance support (tac). Troubleshooting was performed. The customer was advised to reconnect it to the correct video processor port, restoring keyboard functionality. They also advised powering down the system, cleaning the endoscope electrical contacts using a lint-free cloth, and retesting the system. Troubleshooting resolved issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.